Event description:
It was reported that during an unknown procedure the scope was stuck in a retroflex position in the patient's trachea. The physician was unable to adjust the position of the distal tip of the scope to maneuver out of the trachea. Eventually, at the advice of the tech support team, the scope was cut at the insertion tube, and at that point, the distal tip relaxed enough to be removed safely from the patient. The patient did not experience any additional complications as a result of this, and was discharged home as originally planned following recovery and monitoring. Because the insertion tube was cut, the scope was not able to be submerged in detergent following the procedure. The scope had to be wiped down as best as possible to remove as much residual from the procedure, but could not be submerged or put into the high level disinfectant machine due to exposed electrical components.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information submitted by the customer.

Manufacturer narrative:
This supplemental report is being submitted as a correction to h6. Upon further review f26 should not have been selected. F26 and a150205 do not apply to the scenario.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information submitted by the customer.